Event description:
It was reported that high impedances of >40,000 ohms was seen on the patient's implantable neurostimulator (ins). Specifically, the high impedances were noted on some combinations with electrode #3. The patient had surgery in (B)(6) 2012 to correct the issue. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Extension 37085-95, serial# (B)(4), implanted: 2012 (B)(6), explanted: na, lead model 3389s-40, lot #v772094, implanted: 2012 (B)(6), explanted: na, right ins system: neurostimulator, model 37603, serial # (B)(4), implanted: 2011 (B)(6), explanted: na, lead model 3389s-40, lot #v483065, implanted: 2010 (B)(6), explanted: na, extension model 37085-95, serial # (B)(4), implanted: 2011 (B)(6), explanted: na. (B)(4).